Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however the yellow o-ring was visible. The battery cap reportedly was replaced approximately 1 to 3 months ago. There was no indication of moisture or corrosion found in the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: unexplained power on reset events was observed in the black box on (B)(6) 2016. The battery cap or cartridge cap was not returned. All testing was performed using test caps. The pump intermittently powered on with the test battery cap. The test battery cap was unable to secure to the pump. Battery compartment cracks were observed in the thread area and below the grip pad. Battery compartment threads were damaged. A cover crack was observed between the corner of the display lens and case seal. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. Unrelated to the complaint, a dim discolored display was observed.